Event description:
Same case as MDR #6000093-2006-00416. During a coronary artery drug eluting stenting treatment procedure, there was withdrawal difficulty, a shaft fracture, and a dissection. The patient experienced an acute myocardial infarction and was referred for cardiac catheterization. A 6f runway al1 guide catheter was placed and the physician direct stented a 2.5x16mm taxus express2 drug eluting stent in the posterior lateral portion of the right artery (rca). This lesion was severly tortuous and 80% stenosed. After deployment of the stent, the physician was unable to withdraw the stent delivery system (sds) as the balloon was sticking to the stent. Multiple attempts made to remove the sds caused the guide catheter to deep seat which led to a dissection in the rca. Shaft fracture of the sds occurred inside the patient. The physician placed a bare metal liberte stent of unknown size and crushed the remaining fractured shaft with the 2.5x16mm taxus express2 stent and balloon up against the wall of the rca. The physician placed an unknown number of bare metal stents to treat the dissection, which restored blood flow to the vessel. The patient required placement of a balloon pump (iabp), intubation, and vasopressors. The patient did well and was discharged from the hospital four days later.